Event description:
Coincident to 17-day trial use of anti-IV sample product, the neonatal intensive care unit (nicu) experienced an increased incidence of feeding intolerance involving 4/13 infants being enterally fed at the time. In 1/13, infant's symptoms included at least 2-3 grossly bloody stools and the development of pneumatosis intestinalis and necrotizing enterocolitis (nec) of unknown etiology. This infant's condition continued to deteriorate and the child subsequently required an extensive surgical bowel resection. Twenty-four to thirty-six hours after this surgery, infant developed disseminated intravascular coagulation (dic) and subsequently expired.